Manufacturer narrative:
(B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with unknown antibiotics (drug names, doses, frequencies and durations not reported, route unknown) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient outcome was not reported. No additional information is available.